Event description:
It was reported that the pump displayed an error code during bench testing after return from repair. No patient was involved.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the keypad and labels intact, and the device was in good physical condition. A review of the event history log identified the reported error code in the history. Functional testing using power up duplicated the reported problem. Power up of the pump displayed the error code slow charge timeout. The root cause of the reported problem was related to the microprocessor board. The microprocessor board was replaced to resolve the problem.